Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.176" x 0.047" was found to be broken off. The broken piece was returned. The complaint regarding a small piece of the instrument broke off was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, a small piece of the prograsp forceps instrument broke off. It was retrieved during the same procedure. The procedure was completed as planned. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following information: the fragment will be returned with the instrument. No further information was available.

Manufacturer narrative:
Based on the claim against the product by the customer noting the fragment fall in patient due to breakage of instrument, an investigation is in progress. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report, the instrument has not yet been received.